Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to halos/glare from the patient's right eye. Patient stated she could not tolerate the ''foggy vision'' and glare difficulty since the iols were implanted. Patient had an intraocular lens (iol) implanted in her left eye which has been explanted. This explant will be provided in a separate MDR filing.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.